Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was visualized. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air was noticed to be in the sheath anytime the physician would remove or enter a device through the faradrive sheath, even following proper aspiration and flushing prior to insertion. The procedure was completed successfully with the original device. No patient complications were reported. The faradrive sheath is not expected to be returned for analysis as it was disposed post procedure.